Event description:
During surgery on event date the doctor was finishing his total knee surgery and attempted to impact the above insert into the tibial baseplate. The doctor seated the insert posteriorly per technique and impacted the insert with the insert impactor. The insert would not seat. After many attempts another small a/p lipped (13mm) was opened and seated nicely. A minimal delay in surgery was the result of the defective implant.